Event description:
It was reported that all electrode channels now have high impedances. The pt has behavioral problems and she sometimes hurts herself. It is suspected that the active electrode is broken.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.